Event description:
A report was received from the USA indicating that the device experienced error codes zb0059 (loss of bd communication), lb0076 (task monitor) and kp0087 (unexpected reset umpire test). There was no pt involvement reported.

Manufacturer narrative:
The technical support engineering informed the user facility that the device required replacement of the breath delivery (bd) central processing unit (cpu). No further info has been received from the user facility. Should add'l info become available, a supplemental report will be submitted. The history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).